Event description:
It was reported to invacare that a user had fallen outside of the building, in the courtyard. Five staff members responded with a birdie evo lift, a sling was placed under the patient and when the patient was lifted approximately 20 cm above the ground, a loud bang was heard and the lifting arm fell away dropping the patient to the ground. The patient was manually lifted and placed on a bed. The patient was treated for pain and anxiety as well as diagnosed with possible pelvic fracture.

Manufacturer narrative:
This was previously filed with the incorrect manufacturing number (0000002-2024-00002) on may 31,2024. This incident occurred in sweden, invacare is reporting in an abundance of caution due to the birdie evo xplus lift is sold in the united states. The initial reporter stated that prior to the incident an employee had found the safety pin on the ground by the lift which connected the lifting piston and lifting arm and hung it up over the lifting arm. The fact that the pin was not in place caused the lifting arm to slip off from the lifting piston when lifting, which results in the lifting piston arm breaking in connection with the incident/fall. The invacare birdie evo xplus user manual (part number (B)(6)) section 3.1 - product overview - intended use states the lift is intended to transfer and position an individual from one resting surface to another and the mobile patient lift is designed to be used indoors on a level surface, in hospitals, nursing facilities and domestics areas. Section 5.1 ¿ usage ¿ provides a warning! Risk of injury or damage ¿ before using the lift with a patient, refer to the safety instructions. Section 2.1 ¿ general safety states, ¿improper use of this product may cause injury or damage.¿ section 8.2 ¿ maintenance ¿ daily inspections states, ¿the patient lift should be checked each time it is used. Do not use the lift if damage is found or you question the safety of any part of the lift.¿ if further information is received, a follow-up report will be submitted.